Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap transfer set was damaged and unable to close. This was further described as ¿unable to close smoothly to the groove. It cannot be closed at all¿. This reportedly occurred in the capd room (continuous ambulatory peritoneal dialysis) before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and there were no issues observed. Torque engagement testing was performed and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.